Event description:
There was a sudden loss of pressure in the eye, without harm in the patient, and of a few seconds. The case was completed using the same equipment.

Manufacturer narrative:
A vfie module and log files were received for investigation. Investigation of the log files showed that the constant irrigation was not active during the logged time. Also, low irrigation was measured for < 10 seconds, right after selecting a 23g vitrectomy step. Our r&d specialist indicated that this could possibly be the moment where the loss of eye pressure could have occurred, since the aspiration flow during vitrectomy (40-50 cc/min) may not have been compensated completely due to the low aspiration pressure. Review of the device history record showed no repeat issues (i.e. System was functioning within specifications). This was confirmed by investigation of the vfie module that ws returned for investigation and which functioned within release specification. Therefore, the findings do not lead to a clear conclusion concerning the cause of the reported event.

Manufacturer narrative:
Investigation will be initiated as soon as possible. The log files from the equipment have been requested for investigation.

Event description:
There was a sudden loss of pressure in the eye, without harm in the patient, and of a few seconds.